Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explanted date: last year. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17078877.

Event description:
It was reported that patient underwent an explant procedure due to inadequate stimulation. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.